Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("broken essure") and salpingitis ("salpingitis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal ligation with novasure ablation" and device deployment issue "essure device in the right tube did not deploy properly. Part of the coil was removed.". The patient's medical history included gravida ii, parity 2, cholecystectomy, appendectomy, adenoidectomy, tonsillectomy, uterine dilation and curettage, anxiety, mitral valve prolapse and uterine dilation and curettage. Concurrent conditions included gastroparesis, systemic sclerosis, abdominal tenderness, menorrhagia, crest syndrome, yeast infection, vulvovaginal inflammation, cervix inflammation, abdominal pain, nausea and drug allergy (allergies:penicillin reaction: rash, avelox reaction: rash, vomit, copazine reaction: throat swelled zofran reaction: rash.). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pain / horrible pain"), dyspareunia ("dyspareunia"), infection ("infection"), abscess ("abscess"), fallopian tube disorder ("problem with fallopian tube") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy robotic assisted ¿ da vinci hysterectomy - bilateral, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, salpingitis, pelvic pain, dyspareunia, infection, abscess, fallopian tube disorder and urinary tract disorder outcome was unknown. The reporter considered abscess, device breakage, dyspareunia, fallopian tube disorder, infection, pelvic pain, salpingitis and urinary tract disorder to be related to essure. The reporter commented: after removal plaintiff suffered from :pelvic abscess diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: uterus, cervix, and bilateral fallopian tubes, hysterectomy: cervix with parakeratosis and mild chronic inflammation. Endometrium with benign proliferative pattern and histologic evidence suggestive of recent instrumentation. Myometrium with no significant pathological change. Uterine serosal surface with fibrous surface adhesions. Right fallopian tube with acute salpingitis. Left fallopian tube with no significant pathological changes. Both fallopian tubes contain metallic clips.; on (B)(6) 2015: uterus, cervix, and bilateral fallopian tubes, hysterectomy: cervix with parakeratosis and mild chronic inflammation. Endometrium with benign proliferative pattern and histologic evidence suggestive of recent instrumentation. Myometrium with no significant pathological changes. Uterine serosal surface with fibrous surface adhesions. Right fallopian tube with acute salpingitis. Left fallopian tube with no significant pathological changes. Both fallopian tubes contain metallic clips. Ultrasound pelvis - on (B)(6) 2015: transabdominal imaging demonstrates a uterus that measures 8.6 x 5.0 x 4.5 cm. Transvaginal pelvic sonogram: there is some fluid in the endometrial cavity. Endometrial stripe containing the fluid measures 1.2 cm in width. There is a small amount of free pelvic fluid measuring 1.5 cm in width. Right ovary appears normal measuring 1.7 x 1.6 x 1.2 cm. Left ovary measures 3.8 x 2.6 x 2.5 cm. It demonstrates a 2.3 x 2.1 x 2.7 cm cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2019: quality-safety evaluation of ptc. Incident- no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("broken essure") and salpingitis ("salpingitis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal ligation with novasure ablation" and device deployment issue "essure device in the right tube did not deploy properly. Part of the coil was removed.". The patient's medical history included gravida ii, parity 2, cholecystectomy, appendectomy, adenoidectomy, tonsillectomy, uterine dilation and curettage, anxiety, mitral valve prolapse and uterine dilation and curettage. Concurrent conditions included gastroparesis, systemic sclerosis, abdominal tenderness, menorrhagia, crest syndrome, yeast infection, vulvovaginal inflammation, cervix inflammation, abdominal pain, nausea and drug allergy (allergies: penicillin reaction: rash, avelox reaction: rash, vomit, copazine reaction: throat swelled zofran reaction: rash.). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pain / horrible pain"), dyspareunia ("dyspareunia"), infection ("infection"), abscess ("abscess"), fallopian tube disorder ("problem with fallopian tube") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy robotic assisted ¿ da vinci hysterectomy - bilateral, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, salpingitis, pelvic pain, dyspareunia, infection, abscess, fallopian tube disorder and urinary tract disorder outcome was unknown. The reporter considered abscess, device breakage, dyspareunia, fallopian tube disorder, infection, pelvic pain, salpingitis and urinary tract disorder to be related to essure. The reporter commented: after removal plaintiff suffered from: pelvic abscess. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: uterus, cervix, and bilateral fallopian tubes. Hysterectomy: cervix with parakeratosis and mild chronic inflammation. Endometrium with benign proliferative pattern and histologic evidence suggestive of recent instrumentation. Myometrium with no significant pathological change. Uterine serosal surface with fibrous surface adhesions. Right fallopian tube with acute salpingitis. Left fallopian tube with no significant pathological changes. Both fallopian tubes contain metallic clips. On (B)(6) 2015: uterus, cervix, and bilateral. Fallopian tubes, hysterectomy: cervix with parakeratosis and mild chronic inflammation. Endometrium with benign proliferative pattern and histologic evidence suggestive of recent instrumentation. Myometrium with no significant pathological changes. Uterine serosal surface with fibrous surface adhesions. Right fallopian tube with acute salpingitis. Left fallopian tube with no significant pathological changes. Both fallopian tubes contain metallic clips. Ultrasound pelvis - on (B)(6) 2015: transabdominal imaging demonstrates a uterus that measures 8.6 x 5.0 x 4.5 cm. Transvaginal pelvic sonogram: there is some fluid in the endometrial cavity. Endometrial stripe containing the fluid measures 1.2 cm in width. There is a small amount of free pelvic fluid measuring 1.5 cm in width. Right ovary appears normal measuring 1.7 x 1.6 x 1.2 cm. Left ovary measures 3.8 x 2.6 x 2.5 cm. It demonstrates a 2.3 x 2.1 x 2.7 cm cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abscess. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.